Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and health care professional reported that the patient needs an MRI, but the patient programmer has shown a warning por (power on reset) message for about a couple of months now. The patient had therapy turned off for some time and did not charge because she indicated that she did not need the implantable neurostimulator all the time. She also has a morphine pump and is doing well.  The patient indicated that they charged the implantable neurostimulator the night of (B)(6) 2021. On (B)(6) 2021, it was noted that the implantable neurostimulator battery is dead and suspected to have been dead for a while. The patient was redirected to their health care professional to clear the por and address the dead implantable neurostimulator.